Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. It was visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-s1. "The tip of the lock sleeve screwdriver broke off inside a screw when putting a new screw in on the right side. The surgeon had to use a rod and set screw to turn the tulip bend into a fixed screw so that we were able to rotate the screw out to be replaced". No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.